Event description:
It was reported that the patient presented remotely via merlin.net with episodes of non-sustained right ventricular oversensing. Upon review of the electrograms, noise was on the right ventricular channel and the pacing lead impedance was unstable since (B)(6) 2017. No intervention was performed. No additional information available.